Event description:
On (B)(6) 2016 ,the physician's office reported that the patient had an appointment on their office on (B)(6) 2016 where she requested that they turn her device on and then off again because she felt that it helped the sensation of discomfort in her throat. It was confirmed that her device was still off from before and had not been turned back on since the report in (B)(6) 2015. The settings were adjusted due to normal titration on (B)(6) 2013 output current was 2.5 ma and magnet current was 2.5 ma. Settings were adjusted due to normal titration (B)(6) 2014 and vns was tolerated since the last adjustment. It was stated she had epilepsy brain surgery and that had helped her seizures as well as vns. On (B)(6) 2014, she visited the clinic again and she said she had been seizure free, had tolerated medications well, and was leery about making any vns changes. On (B)(6) 2014, she began to report that she felt discomfort, like a feather was tickling her throat. Later in (B)(6) 2014 the sensation became more frequent, and she was scheduled to come in for a checkup the lead impedance was reported to be 4408 ohms on (B)(6) 2014. She continued to have uncomfortable sensations which can last 1-2 hours in (B)(6) 2014. The physician interrogated and adjusted the vns. She was advised that if she continues to have discomfort they would shut the device off. The diagnostics were still on high side of normal. On (B)(6) 2014 ,she was continuing to have discomfort but was concerned about turning it off. She saw the neurologist on (B)(6) 2015 and she had significant difficulty tolerating vns, and had it turned off. She considered the pros and cons of explant, but had not had the device explanted. She decided to keep it off due to discomfort. On (B)(6) 2015, she came in to have it turned on and off. While in the process to get it explanted, she came back in (B)(6) 2015 to have the device turned on then off again due to the throat discomfort. But she decided not to have it replaced. On (B)(6) 2016 ,she came in to have the vns turned on and off again, the impedance was 3408, and the device was left off.

Manufacturer narrative:
.

Event description:
It was reported that the patient was referred for surgery due to discomfort. It was noted that not long after the vns was implanted, the patient would feel a small sensation in the back of her throat, but it went away quickly. However, it has now become stronger and longer. It was stated that the impedance value was high, but not high enough to be noted as high impedance. Although surgery is likely, it has not occurred to date.

Event description:
The patient was seen by the physician and diagnostics were normal. The patient was noted to have had brain surgery and was a little ¿off¿ per the physician. No intervention is planned at this time.

Manufacturer narrative:
Type of report, corrected data; supplemental MDR #2 inadvertently omitted type of report. Should have been checked and listed ¿02¿ outcomes attributed to adverse event (check all that apply); corrected data; initial MDR inadvertently omitted outcomes attributed to adverse event.